Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. The patient had been in the hospital for 6 weeks for a reason unrelated to the pump, and her "pump ran out." It was reported that ¿no one will refill it due to liability." The patient was reportedly due (for a refill) at the (B)(6) and that the pump ran dry ¿a couple weeks" after that. The patient went into ¿total withdrawal¿ and ended up in the coronary care unit (ccu), at the beginning or the (B)(6). The reporter was redirected to a healthcare provider (hcp). The pump system was being used to infuse clonidine and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.